Event description:
It was reported by the aci clinical specialist that a male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained using the antegrade approach, above the left femoral head via a 7f sheath (model unknown). It was noted that the stick location was high. A pre-procedure femoral angiogram showed the vessel size to be 5 to 7mm. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pull back. The device was removed and access was lost. The physician attempted to re-access the artery by pushing the sheath back into the original access site which caused a tear in the artery resulting in a retroperitoneal bleed hematoma. Pressure was held for 30 minutes and hemostasis "seemed present." The patient complained of pain immediately and had low blood pressure. The patient was brought back into the procedure room several hours later and re-accessed on the right groin. A covered stent was placed on the tear on the left side that was created and the retroperitoneal bleed hematoma was resolved. The patient was hospitalized. The patient's discharge date is not known. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci clinical specialist that a male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained using the antegrade approach, above the left femoral head via a 7f sheath (model unknown). It was noted that the stick location was high. A pre-procedure femoral angiogram showed the vessel size to be 5 to 7mm. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pull back. The device was removed and access was lost. The physician attempted to re-access the artery by pushing the sheath back into the original access site which caused a tear in the artery resulting in a retroperitoneal bleed hematoma. Pressure was held for 30 minutes and hemostasis "seemed present." The patient complained of pain immediately and had low blood pressure. The patient was brought back into the procedure room several hours later and re-accessed on the right groin. A covered stent was placed on the tear on the left side that was created and the retroperitoneal bleed hematoma was resolved. No further information is available.